Event description:
It was reported that after a percutaneous coronary interventional procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after the knot was advanced to the vessel, bleeding continued. The suture was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the monofilament was not returned with the device, the scope of this investigation was limited and the reported complaint could not be confirmed. Based on inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.